Event description:
The customer reported that the spectrum pump has constant "air-in-line" alarms. No patient injury was reported.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has not been returned to baxter for evaluation at this time. If the device is returned, an investigation will be performed and a supplemental will be completed.